Event description:
The customer reported that at the beginning of the procedure, an end tone, indicating a completed seal cycle, was heard, but the seal was not complete. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.